Manufacturer narrative:
The reported event of noise was not confirmed but the reported event of insulation damage was confirmed. A partial connector portion of the lead was returned in one piece measuring 9.0 cm. External insulation abrasion was found at 6.8 ¿ 8.3 cm from the connector pin. The cause of the reported event of insulation damage was due to the external insulation abrasion which is consistent with friction to the device can. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-33918. It was reported that the patient presented to the hospital for a generator exchange procedure on (B)(6) 2021. During examination of leads prior to the procedure, it was noted that the right ventricular (rv) and right atrial (ra) leads both had noise which caused inhibition of cardiac pacing. There was insulation damage noted on both the leads as well. The ra and rv leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.